Event description:
It was reported that the patient underwent a decompression laminectomy and posterolateral fusion at l3-4 with both rhbmp-2/acs and cadaver bone placed on the right side and bmp implants placed in the disk space. On or about (B)(6) 2007, the patient was diagnosed with advanced bony overgrowth at l3-4 foramen. On or about (B)(6) 2007, the patient allegedly underwent corrective surgery where his surgeon discovered large columns of bone emanating from the disc space and filling the foramen with compression of the l3 root. It is further reported that the patient now has severe bony overgrowth of the left foramen and a right side posterolateral fusion mass growing over facets l4-5 and l2-3. He reports debilitating leg pain, decreased sensation, weakness and other injuries.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) -2003: the patient underwent a lumbar MRI showing multiple mild to moderate schmorl's nodes are identified at continuous levels from the mid thoracic region through the l4-5 level. (B)(6) 2004: the patient underwent an MRI. Findings: significant disc injury l4-5; discogenic and mechanical pain at l4-5 due to a disc bulge and protrusion. The patient has difficulty sleeping due to pain. The patient's sensory examination was significant for hypesthesia in the left l4 dermatome. Impression: lumbar degenerative disc disease (at l4-5); regional myofascial pain. Full diagnostic impression: mechanical low back pain as related to injury, with probabl superimposed lumbar discogenic component as evidenced by l4-5 disc bulge/protrusion; superimposed thoracolumbar myofascial pain; questionable left lower extremity lumbar radiculitis; exacerbation/aggravation of left scapulothoracic myofascial pain with no evidence to suggest further nerve injury. (B)(6) 2004: the patient presented with low back, left buttock, and left lower extremity pain. The patient also reports numbness in his left lower extremity. (B)(6) 2004: the patient presented with lumbar degenerative disk disease. The patient underwent a left l4-5 transforaminal epidural steroid injection and a left l4 selective nerve root injection; all under fluoroscopic guidance and with conscious sedation. No complications were noted. (B)(6) 2004: the patient presented with pain in the left side of his lower back. That radiates to his thigh and knee. The patient also reports numbness. The patient was found to be negative for waddell signs. Impression: axial low back pain; radiating leg pain; multi-level disc schmorl's nodes; lumbar discogenic back pain; lumbar facet joint syndrome. (B)(6) 2004: the patient underwent a lumbar discogram study. Findings: there was no pain provocation at the l2-3, l4-5, and l5-s1. The l3-4 clearly reproduced his symptoms as contrast leaks into the anterior superior end plate of l4. (B)(6) 2004: the patient presented to ER following mva with neck and back pain. The patient underwent x-rays of the cervical spine. Impression: normal cervical spine. Lumbar x-rays found minimal l4 vertebral body compression of unknown chronicity. CT of the cervical spine came back normal. (B)(6) 2004: the patient underwent a lumbar MRI that was negative other than multiple schmorl's nodes at contiguous levels throughout the mid and lower thoracic as well as upper lumbar region. (B)(6) 2004: the patient presented for a single left-sided l4-5 transforaminal epidural steroid injection. It is reported that it did not provide any significant relief and that it actually exacerbated his pain. The patient then underwent a provocative lumbar discography and a lesion was identified. (B)(6) 2004: the patient presented to gastroenterologist with intermittent diarrhea and constipation. Assessment: non-infectious col itis. (B)(6) 2004: the patient presented with significant back pain, leg pain, and anterolateral left thigh numbness to the knee. The patient reports headaches, neck stiffness, and ulcerative colitis. (B)(6) 2004: the patient presented to ER with diarrhea, rectal bleeding, chronic ulcerative colitis. Diagnosis: rectal/anal hemorrhage; benign neoplasm colon; internal hemorrhoids w/o complication; unspecified constipation. The patient underwent colonoscopy with biopsy. No foci of active chronic idiopathic inflammatory bowel disease are seen. No foci of glandular dysplasia are evident. (B)(6) 2004: the patient presented for x-rays of the abdomen. Impression: no evidence of obstruction or perforation in the abdomen. (B)(6) 2005: the patient presented for a preoperative evaluation. The patient reports left lumbosacral pain extending to the midline, has left buttock, thigh, and calf pain to heel which will come and go. The patient has numbness in the lateral thigh. The patient has pain which radiates to the anteromedial left lower leg and in l4 distribution. The patient's imaging studies reveal an abnormal l3-4 disk with a large end plate defect. The patient has decided to undergo surgical intervention. (B)(6) 2005: the patient presented with a pre-operative diagnosis of symptomatic l3-4 disk with large intraosseus herniation of anterior l4 end plate. The patient underwent the following procedures: 1. Decompressive laminectomy l3; 2. Decompressive laminectomy, l4, with complete left facetecomty and complete foraminotomy; 3. Posterolateral fusion, l3-4 with rhbmp-2/acs; 4. Pedicle screw posterior instrumentation with pedicle screw and rod construct with crosslink, legacy hardware; 5. Placement of intervertebral fusion device, l3-4; 6. Harvesting of local laminectomy bone. It was noted that the rhbmp-2/acs sponges were set up, and more than an hour passed before utilizing them. Following decompression, placement of crushed cancellous cadaver bone mixed with morselized rhbmp-2/acs was performed on the right side only. The l4-5 facet on the right was drilled out and later packed with bone graft. Following pedicle screw placement and preparation of the endplates, one half of the longitudinal rhbmp-2/acs was placed in front of the interspace. This was followed by the placement of the competitor's cage. This was followed by another one half longitudinal rhbmp-2/acs and additional bone graft. A total of 2.5 sponges were placed in the interspace. The interspace was filled to this posterior margin on the right using the autologous bone. X-rays showed good placement of the intervertebral cage. No complications were reported. (B)(6) 2005: the patient was discharged home with a walker and a wheelchair. (B)(6) 2005: the patient presented with low back pain at the surgical site. The patient has tenderness with palpation. The patient has limited range of motion in all directions. (B)(6) 2006: the patient called in with pain, numbness in back. (B)(6) 2006: the patient presented with vomiting. (B)(6) 2006: the patient presented to the ER with back pain. Diagnosis: low back pain. (B)(6) 2007: the patient presented with leg pain, tight muscles, decrease range of motion. The doctor reviewed x-rays which give him concern about new calcification in region of foramen consistent with bony overgrowth, which could be applying pressure to thecal sac/exiting nerve root. (B)(6) 2007: the patient underwent a post myelogram CT scan of the lumbar spine. Findings: no evidence of pseudoarthrosis. There is fusion at l3-4. Impression: conus medullaris ends at l2. The patient also underwent a radiographic myelogram. Impression: radiographic lumbar myelogram shows good filling of the nerve roots. There are no unusual ventral defects. I do not see spinal stenosis. At the end of the procedure, the patient gradually improved and was able to walk to the CT scanner without assistance. No clearcut filling defects in the contrast column in the lumbar spine. (B)(6) 2007: the patient's previous studies show advanced bony overgrowth at the l3-4 foramen where the overgrown bone is producing compression of the adjacent nerve root. The patient request surgical intervention. (B)(6) 2007 : the patient presented with complaints of bilateral buttock pain, bony overgrowth in the area of the foramen which appears to be compressing the adjacent nerve root. The patient has leg pain, numbness/ tingling and neurologic weakness. The patient presented with a preoperative diagnosis of spinal stenosis l3-4 relating to bony overgrowth from l3-4 fusion. The patient underwent a decompressive laminectomy l3 and l4, exploration of spinal fusion, and removal of pedicle screw instrumentation. The patient was found to have a large area of dense cortical bone which was emanating from the disk space and into the canal and filled gap between the exiting nerve root and the thecal sac. The bone was removed without complication. The fusion was found to be intact bilaterally. Posterolateral fusion had been placed on the right, however, there was a posterolateral fusion present on the left as well. A large column of bone was emanating up from the disk space. There was a large pyramid of bone with a triangular base emanating from the disk space where the fusion had been performed. The patient did have some post-operative spasms but was overall stable following the procedure. (B)(6) 2007: the patient presented with excellent pain relief. X-rays show no motion on bending views at l3-4 level with motion at levels above/below. (B)(6) 2007: the patient presented for post-operative follow up. The patient reports pain with radiating symptoms through his left buttock, lumbosacral area, and all the way down to his left foot. The patient also reports some groin numbness. The patient has a pronounced lump on the spinous process l1-2. Assessment: low back pain with left lower extremity paresthesias with decreased tolerance for standing, walking, squatting, bending. (B)(6) 2007: the patient presented with left leg tingling and pleuritis, decreased sensation of scrotum and perirectal area. X-rays do not show evidence of disc space or bony infection. The doctor stated it is most likely an inflammatory process. (B)(6) 2007: the patient presented to physical therapy. The patient shows better functional lumbosacral stability/control. (B)(6) 2007: the patient presented with pain. (B)(6) 2007: the patient presented with tense low back and left leg pain. The patient brought in results of a CT myelogram that showed bridging bone across the interspace at l3-4 consistent with a solid fusion at the level. There is some left sided foraminal narrowing at l3-4. The patient underwent a selective nerve root block. The patient's pain was not completely resolved. (B)(6) 2007: the patient presented with pain worse than before surgery. (B)(6) 2007: another work related injury. Patient was instructing a new driver and the driver hit the brakes really hard. The patient's pain symptoms became extremely exacerbated. (B)(6) 2007: the patient presented with severe pain. The patient had very limited range of motion, muscle spasms with decreased lordosis. X-rays show no interval fracture, dislocation, or spondylolisthesis. (B)(6) 2007: the patient presented with low back pain that radiates into legs. The patient has numbness in the left leg. Range of motion is quite minimal in all planes. Assessment: status post lumbar fracture/herniated nucleus pulposus by history requiring decompression and fusion allowed by removal of hardware and repeat decompression; chronic low back pain. (B)(6) 2007: the patient presented to the ER with pain, numbness, and tingling that radiate down the left lower extremity to the thigh and calf and all the way to the foot and toes. Diagnosis: chronic low back pain with exacerbation of pain and status post lumbar fusion and then a reoperation for the lumbar fusion. (B)(6) 2007: the patient presented to the ER with pain, numbness, and tingling. Diagnosis: lumbar disk disease; chronic low back pain status post lumbar fusion and left radiculopathy. (B)(6) 2007: the patient presented to the ER with pain and weakness. Diagnosis: chronic low back pain with lumbar disk disease and left radiculopathy. (B)(6) 2007: the patient presented with intractable low back pain radiating to left leg with constant pain, numbness, and tingling. Emg, motor nerve, sensory nerve, and fwave studies revealed no evidence of lumbar radiculopathy and no evidence of peripheral neuropathy. (B)(6) 2007: the patient underwent MRI of the lumbar spine. Impression: evidence of anterior and posterior fusion at l3-4; degenerative joint disease in the l5-s1 apophyseal joints. (B)(6) 2007: the patient presented to the ER with pain, weakness, and paresthesia. Diagnosis: chronic low back pain with lumbar disk disease. (B)(6) 2007 : the patient presented to rehab center with back pain, left lower extremity pain and paresthesia, and spasms. The patient had an MRI that revealed evidence of the anterior and posterior fusion at the l3-4 level. Degenerative joint disease is also appreciate at the l4-5 and l5-s1 levels with associated hypertrophy. The lumbar discs other than the l3-4 level appeared normal with the exception of some bulging at the l4-5 and l5-s1 levels. Assessment: low back pain; articular bearing surface wear of prosthetic joint; degeneration of lumbar disc; paresthesia; lumbosacral radiculopathy. (B)(6) 2007: the patient presented to the ER with pain, weakness, numbness, and tingling. Diagnosis: chronic low back pain with lumbar disk disease and status post lumbar fusion. (B)(6) 2008: the patient presented to the ER with pain, weakness, and paresthesia. Diagnosis: chronic low back pain with lumbar disk disease; status post lumbar fusion. (B)(6) 2008: the patient presented for assessment of his psychological response to chronic pain and disabilityfor treatment considerations. Diagnoses: adjustment disorder with mixed anxiety and depressed mood secondary to chronic pain; bipolar disorder, in remission per medical history; failed lumbar surgery, chronic lumbar pain. (B)(6) 2008: the patient presented with low back and lower extremity pain. Diagnoses: chronic low back pain; failed back syndrome; bipolar disorder; adjustment disorder with mixed anxiety and depressed mood; lumbar degenerative disk disease. (B)(6) 2008: the patient presented to the ER with new pain higher in his neck, radiating to the right side of his chest. The patient has back tenderness. Diagnosis: chronic low back pain, status post lumbar fusion, pending pain management; right thoracic and chest wall intercostal pain, uncertain etiology, possible early herpes zoster. The patient underwent x-rays of the chest. Impression: normal radiographic examination of the chest. The patient also underwent x-rays of the ribs. Impression: no acute bony abnormality is seen of the ribs. X-rays of the thoracic spine showed no acute bony abnormality. (B)(6) 2008: the patient presented to the ER with pain in the low back and also pain in the upper back. The patient has back tenderness, pain with breathing, weakness in lower extremities, and paresthesia in the left lower extremity. Diagnosis: chronic low back pain with lumbar disk disease and upper back pain. (B)(6) 2008: the patient presented to the ER with chronic low back pain. The patient has tenderness in the upper back. Both lower extremities show some weakness. There is paresthesia of the left lower extremity. Diagnosis: chronic low back pain. (B)(6) 2008: the patient presented with low back and left leg pain. The patient has tingling and numbness down his left leg. The patient underwent an electromyography which was unremarkable. The patient also underwent nerve conduction studies which found there is chronic left l4 radiculopathy. There is no comorbid polyneuropathy or entrapment-compression neuropathy. (B)(6) 2008: the patient presented with a lump on his back above the level of his previous surgery. The patient does have a boney protrusion immediately above the level of the surgery, which fells like a spinous process somewhat displaced. The patient had some tenderness over this area. Diagnosis: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6) 2009: the patient presented to pain rehab clinic to establish care. Diagnoses: l. Failed back condition. 2. Chronic low back pain. 3. Depression. 4. Anxiety. 5. Bipolar disorder. (B)(6) 2009 : the patient was diagnosed with post laminectomy syndrome with hypertrophic bony overgrowth compressing exiting nerve root after successful decompression and spinal fusion. Physical examination found tender spinous process at superior end of wound and appears to be a bursa formation over this prominence spinous process. The patient's range of motion is very limited. The patient has lost a significant amount of weight. (B)(6) 2009: the patient presented with pain in his low back radiating into his left leg. Diagnoses: 1. Failed lumbar spine surgery syndrome. 2. Chronic low back pain. 3. Radicular left lower extremity pain. 4. Constipation secondary to opioids. 5. Intermittent muscle spasms. (B)(6) 2009: the patient presented with pain due to increased activity. The patient reports the pain waking him up and making it difficult to fall asleep. The patient continues to have limited range of motion in his lumbar spine. Diagnoses: I. Failed back lumbar. 2. Chronic low back pain. 3. Muscle spasm. 4. Lower extremity radicular pain. 5. Neuropathic pain. 6. Constipation, controlled. (B)(6) 2009: the patient presented with pain due to increased activity. The patient reports the pain waking him up and making it difficult to fall asleep. The patient continues to have limited range of motion in his lumbar spine. Diagnoses: I. Failed back lumbar. 2. Chronic low back pain. 3. Muscle spasm. 4. Lower extremity radicular pain. 5. Neuropathic pain. 6. Constipation, controlled. (B)(6) 2009: the patient presented and stated his pain symptoms were being controlled. (B)(6) 2009: the patient presented with low back pain and decreased range of motion in his lumbar back. Diagnoses: I. Failed back lumbar. 2. Chronic low back pain. 3. Muscle spasm. 4. Lower extremity radicular pain. 5. Neuropathic pain. 6. Constipation, controlled. (B)(6) 2009: the patient presented with increased stress and decreased range of motion in his lumbar spine. Diagnoses: I. Failed back lumbar. 2. Chronic low back pain. 3. Muscle spasm. 4. Lower extremity radicular pain. 5. Neuropathic pain. 6. Constipation, controlled. (B)(6) 2009: the patient presented with increased low back pain with radiation into both legs. The patient reports his activity level has increased. Diagnoses: I. Failed lumbar spine surgery syndrome. 2. Chronic low back pain. 3. Radicular lower extremity pain. 4. Constipation secondary to opioids. 5. Intermittent muscle spasms. (B)(6) 2009: the patient presented with increased pain due to increased driving habits. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6) 2009: the patient presented with an antalgic gait and decreased range of motion in the spine. (B)(6) 2009: the patient presented with depression due to a death in the family. (B)(6) 2010: it was reported the patient will receive social security disability. (B)(6) 2010: the patient presented stating his pain is under control and excellent. (B)(6) 2010: the patient presented with pain following an incident while vacuuming his car. The patient has an antalgic gait and got a spasm that he claims to get about once a day. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6) 2010: the patient presented with back spasms. The patient reports pulling on a cable that caused a lot of back strain. The patient was seen to be stiff when he gets up initially to walk. Diagnoses: failed lumbar back; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6) 2010: the patient presented with distressing pain. The patient has decreased range of motion of his lumbar spine. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6) 2010: the patient presented with reports of improved symptoms with current medications. The doctor did observe bursts of pain at time that caused the patient to grimace. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6) 2010: the patient presented with increasing low back and upper low back pain as well as pain mostly down in his left leg, but sometimes on the right. The patient has an antalgic gait a decreased range of motion of his lumbar spine in both flexion and extension. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6) 2010: the patient underwent MRI lumbar spine. Impression: post-surgical changes with anterior and posterior fusion at l3-4 level; prominent bony ridge and surrounding crescentic scar tissue at the left l3-4 neural foramina with associated moderate neural foraminal narrowing; small right foraminal focal bulge at l5-s1 level with moderate neural foraminal narrowing. (B)(6) 2010: the patient presented with low back and left leg pain that is debilitating at times. The patient has difficulty sleeping and a bad mood. The patient has decreased range of motion in the spine area that is also tender to touch. Diagnoses: failed lumbar back; chronic low back pain; increased lower extremity radicular pain; intermittent muscle spasm; constipation secondary to opioids; gait disturbance. (B)(6) 2010: the patient presented with left leg pain that radiates to his knees and sometimes down the back of his leg to his heel. The patient also feels he is congested in his abdominal cavity. The patient has decreased range of motion in his spine. Assessment: I. Failed back lumbar. 2. Chronic low back pain. 3. Increased lower extremity radicular pain. 4. Intermittent muscle spasms. 5. Constipation secondary to opioids, well controlled. 6. Gait disturbance. 7. Re-exacerbation of gastric upset. (B)(6) 2010: the patient presented with back pain and weakness in his legs. The patient has decreased range of motion in his spine and his gait is very uneven. Assessment: I. Failed back lumbar. 2. Chronic low back pain. 3. Increased lower extremity radicular pain. 4. Intermittent muscle spasms. 5. Constipation secondary to opioids, well controlled. 6. Gait disturbance. 7. Re-exacerbation of gastric upset. (B)(6) 2010: the patient presented with pain and an uneven gait and is tripping on his right foot and seems to have the beginnings of drop foot with the right foot. Assessment: I. Failed back lumbar. 2. Chronic low back pain. 3. Increased lower extremity radicular pain. 4. Intermittent muscle spasms. 5. Constipation secondary to opioids, well controlled. 6. Gait disturbance. 7. Re-exacerbation of gastric upset. (B)(6) 2011: the patient presented with low back pain, radicular pain to his extremities, and constipation issues that are intermittent. The patient has intermittent muscle spasms and gait disturbance. Assessment: I. Failed back lumbar. 2. Chronic low back pain. 3. Increased lower extremity radicular pain. 4. Intermittent muscle spasms. 5. Constipation secondary to opioids, well controlled. 6. Gait disturbance. 7. Re-exacerbation of gastric upset. (B)(6) 2011: the patient presented with low back pain and neuropathic pain going down both legs with left being worse than right. The patient's range of motion was normal. Diagnoses: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6) 2011: the patient presented with increasing back pain and neuropathic pain going down both legs with left being worse than right. Diagnoses: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6) 2011: the patient presented with low back and leg pain. Diagnoses: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6) 2011: the patient presented with distressing pain. Diagnoses: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6) 2011: the patient presented with increased pain symptoms. Diagnoses: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6) 2011: the patient presented with low back pain that radiates into both legs. The patient reports headaches, upset stomach, numbness and tingling and sleep difficulties. The patient has decreased range of motion in his lumbar spine. Diagnoses: failed back lumbar; chronic low back pain; depression; anxiety; sleep disturbance. (B)(6) 2011: the patient presented with pain in his low back and both legs. The patient has decreased range of motion. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; muscle spasms; depression; anxiety; sleep disturbance. (B)(6) 2011: the patient presented with pain, tingling, and numbness in back and legs. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; muscle spasms; depression; anxiety; sleep disturbance. (B)(6) 2011: the patient presented for a follow-up of medication management. The patient reports low back pain that radiates into his legs. The patient has experienced weight loss and has numbness and tingling in his legs. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; muscle spasms; depression; anxiety; sleep disturbance. (B)(6) 2012: the patient presented with increased pain thatradiates into legs. The patient has spams and si joint tenderness. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; muscle spasms; depression; anxiety; sleep disturbance. (B)(6) 2012: the patient presented with pain, constipation, numbness and tingling. The patient has good lumbar flexion but almost no lumbar extension. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; muscle spasms; depression; anxiety; sleep disturbance. (B)(6) 2012: the patient presented with pain in low back radiating into lower extremities. Diagnoses: low back pain; failed lumbar spine; muscle spasm; radicular pain, lower extremity; depression; anxiety; insomnia; constipation. (B)(6) 2012: the patient presented with intractable low back pain with increasing symptoms. The patient has numbness and tingling sensation of the lower extremities. The patient tested positive for thc use. The patient claims to have a prescription. Diagnoses: chronic intractable low back pain secondary to ruptured disk at l3-4, status post lumbar fusion with aggravation of his low back injury; chronic pain syndrome; radicular symptoms. (B)(6) 2012: the patient presented for x-rays of the lumbar spine with bending. Impression: at l3-4 there is an intervertebral fusion graft present and fusion of the verterbral elements on the right at this level. There is also suggestion of mild right lateral osseous fusion at l4-5; there is mild reversal of the patient's lumbar lordotic curvature likely indicating mild para-vertebral muscle spasm; slightly demineralized appearance of the osseous structures which may indicate disuse osteopenia. (B)(6) 2012: the patient presented for follow up. MRI from (B)(6) 2010 showed anterior and posterior fusion at l3-4 level. There is prominent bony ridge and surrounding crescentic scar tissue to the left l3-4 neuro foramina with associated moderate neuroforaminal narrowing. There is a small fight foraminal focal bulge at l5-s1 level, with moderate neuroforaminal narrowing. Urine screen was positive for thc. (B)(6) 2012: the patient presented with low back pain that radiates into both legs. Impression: low back pain; failed lumbar spine; radicular pain; depression; anxiety; constipation; anorexia. (B)(6) 2012: the patient underwent surgery to remove bone spur formation at the l4-5 level. (B)(6) 2012 : the patient presented for MRI of the lumbar spine. Impression: stable lumbar spine; stable l3-4 anterior and posterior fusion. Stable left l3-4 neuroforaminal stenosis. Stable right foraminal l5-s1 protrusion with mild mass effect upon the s1 nerve root lateral recess. (B)(6) 2012: the patient presented for evaluation and electrodiagnostic studies. An earlier work-up earlier in 2012, revealed significant bone spur formation at the l4-5 level. The patient has been experiencing back pain, leg pain with paresthesia, and muscle spasms. The patient has had fatigue and unintentional weight loss, claudication, abdominal pain, constipation, diarrhea and heartburn, ataxia, headaches. The motor nerve conduction studies were within normal limits and symmetric. Emg studies were normal as well, however, the patient was unable to tolerate emg studies to the lower lumbar paraspinals. Assessment: low back pain; articular bearing surface wear of prosthetic joint; degeneration of lumbar disc; paresthesia; lumbosacral radiculopathy. (B)(6) 2012: the patient presented for follow up after a facet block injection. The patient reports severe pain following the injections. Assessment: low back pain; articular bearing surface wear of prosthetic joint; degeneration of lumbar disc; paresthesia; lumbosacral radiculopathy. (B)(6) 2012: the patient presented with pain in the central low back, worse on the left. The patient's rom is nil in all directions, has sharp pains on the left side with buckling of knees, weakness in hip flexors. Assessment: signs and symptoms are consistent with failed lumbar fusion . (B)(6) 2012: the patient presented with pain that extends up to shoulder blades and down the left leg, his foot drags, and still has spasms in the back. Assessment: signs and symptoms are consistent with failed lumbar fusion. (B)(6) 2012: the patient presented with sore low back and mid thoracic region and muscle spasms. The patient exhibited painful behavior, no rom in all directions, weakness. Palpation was exquisitely sensitive over transverse process at top of surgical incision that is protruding. Lumbar and thoracic muscles are spasming, hypersensitive and hypertonic. Assessment: very sensitive to palpation; degeneration of lumbar disc; low back pain. (B)(6) 2012: the patient presented after getting new medication (soma) and stated it has helped. (B)(6) 2012: the patient presented with back pain. His spasms have subsided, but pain still persists and range of motion is still very limited. The patient has marked tenderness to the left sacral notch with moderate tenderness over the paraspinals and marked tenderness over the l3 spinous process. Assessment: low back pain; articular bearing surface wear of prosthetic joint; degeneration of lumbar disc; paresthesia; lumbosacral radiculopathy.

Event description:
It was reported that on (B)(6)-2003: the patient underwent a lumbar MRI showing multiple mild to moderate schmorl's nodes are identified at continuous levels from the mid thoracic region through the l4-5 level. (B)(6)-2004: the patient underwent an MRI. Findings: significant disc injury l4-5; discogenic and mechanical pain at l4-5 due to a disc bulge and protrusion. The patient has difficulty sleeping due to pain. The patient's sensory examination was significant for hypesthesia in the left l4 dermatome. Impression: lumbar degenerative disc disease (at l4-5); regional myofascial pain. Full diagnostic impression: mechanical low back pain as related to injury, with probabl superimposed lumbar discogenic component as evidenced by l4-5 disc bulge/protrusion; superimposed thoracolumbar myofascial pain; questionable left lower extremity lumbar radiculitis; exacerbation/aggravation of left scapulothoracic myofascial pain with no evidence to suggest further nerve injury. (B)(6)-2004: the patient presented with low back, left buttock, and left lower extremity pain. The patient also reports numbness in his left lower extremity. (B)(6)-2004: the patient presented with lumbar degenerative disk disease. The patient underwent a left l4-5 transforaminal epidural steroid injection and a left l4 selective nerve root injection; all under fluoroscopic guidance and with conscious sedation. No com plications were noted. (B)(6)-2004: the patient presented with pain in the left side of his lower back. That radiates to his thigh and knee. The patient also reports numbness. The patient was found to be negative for waddell signs. Impression: axial low back pain; radiating leg pain; multi-level disc schmorl's nodes; lumbar discogenic back pain; lumbar facet joint syndrome. (B)(6)-2004: the patient underwent a lumbar discogram study. Findings: there was no pain provocation at the l2-3, l4-5, and l5-s1. The l3-4 clearly reproduced his symptoms as contrast leaks into the anterior superior end plate of l4. (B)(6)-2004: the patient presented to ER following mva with neck and back pain. The patient underwent x-rays of the cervical spine. Impression: normal cervical spine. Lumbar x-rays found minimal l4 vertebral body compression of unknown chronicity. CT of the cervical spine came back normal. (B)(6)-2004: the patient underwent a lumbar MRI that was negative other than multiple schmorl's nodes at contiguous levels throughout the mid and lower thoracic as well as upper lumbar region. (B)(6)-2004: the patient presented for a single left-sided l4-5 transforaminal epidural steroid injection. It is reported that it did not provide any significant relief and that it actually exacerbated his pain. The patient then underwent a provocative lumbar discography and a lesion was identified. (B)(6)-2004: the patient presented to gastroenterologist with intermittent diarrhea and constipation. Assessment: non-infectious col itis. (B)(6)-2004: the patient presented with significant back pain, leg pain, and anterolateral left thigh numbness to the knee. The patient reports headaches, neck stiffness, and ulcerative colitis. (B)(6)-2004: the patient presented to ER with diarrhea, rectal bleeding, chronic ulcerative colitis. Diagnosis: rectal/anal hemorrhage; benign neoplasm colon; internal hemorrhoids w/o complication; unspecified constipation. The patient underwent colonoscopy with biopsy. No foci of active chronic idiopathic inflammatory bowel disease are seen. No foci of glandular dysplasia are evident. (B)(6)-2004: the patient presented for x-rays of the abdomen. Impression: no evidence of obstruction or perforation in the abdomen. On (B)(6) 2005, per the billing records, the patient underwent various labs including but not limited to a complete metabolic panel. (B)(6)-2005: the patient presented for a preoperative evaluation. The patient reports left lumbosacral pain extending to the midline, has left buttock, thigh, and calf pain to heel which will come and go. The patient has numbness in the lateral thigh. The patient has pain which radiates to the anteromedial left lower leg and in l4 distribution. The patient's imaging studies reveal an abnormal l3-4 disk with a large end plate defect. The patient has decided to undergo surgical intervention. On (B)(6) 2005, per the billing records, the patient underwent various labs including but not limited to a complete metabolic panel. (B)(6)-2005: the patient presented with a pre-operative diagnosis of symptomatic l3-4 disk with large intraosseus herniation of anterior l4 end plate. The patient underwent the following procedures: 1. Decompressive laminectomy l3; 2. Decompressive laminectomy, l4, with complete left facetecomty and complete foraminotomy; 3. Posterolateral fusion, l3-4 with rhbmp-2/acs; 4. Pedicle screw posterior instrumentation with pedicle screw and rod construct with crosslink, legacy hardware; 5. Placement of intervertebral fusion device, l3-4; 6. Harvesting of local laminectomy bone. It was noted that the rhbmp-2/acs sponges were set up, and more than an hour passed before utilizing them. Following decompression, placement of crushed cancellous cadaver bone mixed with morselized rhbmp-2/acs was performed on the right side only.the l4-5 facet on the right was drilled out and later packed with bone graft. Following pedicle screw placement and preparation of the endplates, one half of the longitudinal rhbmp-2/acs was placed in front of the interspace. This was followed by the placement of the competitor's cage. This was followed by another one half longitudinal rhbmp-2/acs and additional bone graft. A total of 2.5 sponges were placed in the interspace. The interspace was filled to this posterior margin on the right using the autologous bone. X-rays showed good placement of the intervertebral cage. No complications were reported. On (B)(6) 2005, per the billing records, the patient underwent various radiographic films. (B)(6)-2005: the patient was discharged home with a walker and a wheelchair. (B)(6)-2005: the patient presented with low back pain at the surgical site. The patient has tenderness with palpation. The patient has limited range of motion in all directions. (B)(6)-2006: the patient called in with pain, numbness in back. (B)(6)-2006: the patient presented with vomiting. (B)(6)-2006: the patient presented to the ER with back pain. Diagnosis: low back pain. (B)(6)-2007: the patient presented with leg pain, tight muscles, decrease range of motion. The doctor reviewed x-rays which give him concern about new calcification in region of foramen consistent with bony overgrowth, which could be applying pressure to thecal sac/exiting nerve root. (B)(6)-2007: the patient underwent a post myelogram CT scan of the lumbar spine. Findings: no evidence of pseudoarthrosis. There is fusion at l3-4. Impression: conus medullaris ends at l2. The patient also underwent a radiographic myelogram. Impression: radiographic lumbar myelogram shows good filling of the nerve roots. There are no unusual ventral defects. I do not see spinal stenosis. At the end of the procedure, the patient gradually improved and was able to walk to the CT scanner without assistance. No clearcut filling defects in the contrast column in the lumbar spine. (B)(6)-2007: the patient's previous studies show advanced bony overgrowth at the l3-4 foramen where the overgrown bone is producing compression of the adjacent nerve root. The patient request surgical intervention. On (B)(6) 2007, it was reported that a CT scan had shown advanced bony overgrowth at l3-4 foramen. On (B)(6) 2007, per the billing records, the patient underwent various labs including but not limited to a complete metabolic panel. (B)(6)-2007 : the patient presented with complaints of bilateral buttock pain, bony overgrowth in the area of the foramen which appears to be compressing the adjacent nerve root. The patient has leg pain, numbness/ tingling and neurologic weakness. The patient presented with a preoperative diagnosis of spinal stenosis l3-4 relating to bony overgrowth from l3-4 fusion. The patient underwent a decompressive laminectomy l3 and l4, exploration of spinal fusion, and removal of pedicle screw instrumentation. The patient was found to have a large area of dense cortical bone which was emanating from the disk space and into the canal and filled gap between the exiting nerve root and the thecal sac. The bone was removed without complication. The fusion was found to be intact bilaterally. Posterolateral fusion had been placed on the right, however, there was a posterolateral fusion present on the left as well. A large column of bone was emanating up from the disk space. There was a large pyramid of bone with a triangular base emanating from the disk space where the fusion had been performed. The patient did have some post-operative spasms but was overall stable following the procedure. (B)(6)-2007: the patient presented with excellent pain relief. X-rays show no motion on bending views at l3-4 level with motion at levels above/below. (B)(6)-2007: the patient presented for post-operative follow up. The patient reports pain with radiating symptoms through his left buttock, lumbosacral area, and all the way down to his left foot. The patient also reports some groin numbness. The patient has a pronounced lump on the spinous process l1-2. Assessment: low back pain with left lower extremity paresthesias with decreased tolerance for standing, walking, squatting, bending. (B)(6)-2007: the patient presented with left leg tingling and pleuritis, decreased sensation of scrotum and perirectal area. X-rays do not show evidence of disc space or bony infection. The doctor stated it is most likely an inflammatory process. (B)(6)-2007: the patient presented to physical therapy. The patient shows better functional lumbosacral stability/control. (B)(6)-2007: the patient presented with pain. On (B)(6) 2007 it was reported that the patient complained of low back and bilateral leg pain. A nerve root block was recommended, (B)(6)-2007: the patient presented with tense low back and left leg pain. The patient brought in results of a CT myelogram that showed bridging bone across the interspace at l3-4 consistent with a solid fusion at the level. There is some left sided foraminal narrowing at l3-4. The patient underwent a selective nerve root block. The patient's pain was not completely resolved. (B)(6)-2007: the patient presented with pain worse than before surgery. (B)(6)-2007: another work related injury. Patient was instructing a new driver and the driver hit the brakes really hard. The patient's pain symptoms became extremely exacerbated. (B)(6)-2007: the patient presented with severe pain. The patient had very limited range of motion, muscle spasms with decreased lordosis. X-rays show no interval fracture, dislocation, or spondylolisthesis. On (B)(6) 2007 it was reported that the patient had been in a mva and presented with left leg pain. It was reported that there was a click on flexion with severe pain. (B)(6) 2007: the patient presented with low back pain that radiates into legs. The patient has numbness in the left leg. Range of motion is quite minimal in all planes. Assessment: status post lumbar fracture/herniated nucleus pulposus by history requiring decompression and fusion allowed by removal of hardware and repeat decompression; chronic low back pain. (B)(6)-2007: the patient presented to the ER with pain, numbness, and tingling that radiate down the left lower extremity to the thigh and calf and all the way to the foot and toes. Diagnosis: chronic low back pain with exacerbation of pain and status post lumbar fusion and then a reoperation for the lumbar fusion. (B)(6)-2007: the patient presented to the ER with pain, numbness, and tingling. Diagnosis: lumbar disk disease; chronic low back pain status post lumbar fusion and left radiculopathy. (B)(6)-2007: the patient presented to the ER with pain and weakness. Diagnosis: chronic low back pain with lumbar disk disease and left radiculopathy. (B)(6)-2007: the patient presented with intractable low back pain radiating to left leg with constant pain, numbness, and tingling. Emg, motor nerve, sensory nerve, and fwave studies revealed no evidence of lumbar radiculopathy and no evidence of peripheral neuropathy. (B)(6)-2007: the patient underwent MRI of the lumbar spine. Impression: evidence of anterior and posterior fusion at l3-4; degenerative joint disease in the l5-s1 apophyseal joints. (B)(6)-2007: the patient presented to the ER with pain, weakness, and paresthesia. Diagnosis: chronic low back pain with lumbar disk disease. (B)(6)-2007 : the patient presented to rehab center with back pain, left lower extremity pain and paresthesia, and spasms. The patient had an MRI that revealed evidence of the anterior and posterior fusion at the l3-4 level. Degenerative joint disease is also appreciate at the l4-5 and l5-s1 levels with associated hypertrophy. The lumbar discs other than the l3-4 level appeared normal with the exception of some bulging at the l4-5 and l5-s1 levels. Assessment: low back pain; articular bearing surface wear of prosthetic joint; degeneration of lumbar disc; paresthesia; lumbosacral radiculopathy. (B)(6)-2007: the patient presented to the ER with pain, weakness, numbness, and tingling. Diagnosis: chronic low back pain with lumbar disk disease and status post lumbar fusion. (B)(6)-2008: the patient presented to the ER with pain, weakness, and paresthesia. Diagnosis: chronic low back pain with lumbar disk disease; status post lumbar fusion. (B)(6)-2008: the patient presented for assessment of his psychological response to chronic pain and disability for treatment considerations. Diagnoses: adjustment disorder with mixed anxiety and depressed mood secondary to chronic pain; bipolar disorder, in remission per medical history; failed lumbar surgery, chronic lumbar pain. (B)(6)-2008: the patient presented with low back and lower extremity pain. Diagnoses: chronic low back pain; failed back syndrome; bipolar disorder; adjustment disorder with mixed anxiety and depressed mood; lumbar degenerative disk disease. (B)(6)-2008: the patient presented to the ER with new pain higher in his neck, radiating to the right side of his chest. The patient has back tenderness. Diagnosis: chronic low back pain, status post lumbar fusion, pending pain management; right thoracic and chest wall intercostal pain, uncertain etiology, possible early herpes zoster. The patient underwent x-rays of the chest. Impression: normal radiographic examination of the chest. The patient also underwent x-rays of the ribs. Impression: no acute bony abnormality is seen of the ribs. X-rays of the thoracic spine showed no acute bony abnormality. (B)(6)-2008: the patient presented to the ER with pain in the low back and also pain in the upper back. The patient has back tenderness, pain with breathing, weakness in lower extremities, and paresthesia in the left lower extremity. Diagnosis: chronic low back pain with lumbar disk disease and upper back pain. (B)(6)-2008: the patient presented to the ER with chronic low back pain. The patient has tenderness in the upper back. Both lower extremities show some weakness. There is paresthesia of the left lower extremity. Diagnosis: chronic low back pain. (B)(6)-2008: the patient presented with low back and left leg pain. The patient has tingling and numbness down his left leg. The patient underwent an electromyography which was unremarkable. The patient also underwent nerve conduction studies which found there is chronic left l4 radiculopathy. There is no comorbid polyneuropathy or entrapment-compression neuropathy. (B)(6)-2008: the patient presented with a lump on his back above the level of his previous surgery. The patient does have a boney protrusion immediately above the level of the surgery, which fells like a spinous process somewhat displaced. The patient had some tenderness over this area. Diagnosis: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6)-2009: the patient presented to pain rehab clinic to establish care. Diagnoses: l. Failed back condition. 2. Chronic low back pain. 3. Depression. 4. Anxiety. 5. Bipolar disorder. (B)(6)-2009 : the patient was diagnosed with post laminectomy syndrome with hypertrophic bony overgrowth compressing exiting nerve root after successful decompression and spinal fusion. Physical examination found tender spinous process at superior end of wound and appears to be a bursa formation over this prominence spinous process. The patient's range of motion is very limited. The patient has lost a significant amount of weight. (B)(6)-2009: the patient presented with pain in his low back radiating into his left leg. Diagnoses: 1. Failed lumbar spine surgery syndrome. 2. Chronic low back pain. 3. Radicular left lower extremity pain. 4. Constipation secondary to opioids. 5. Intermittent muscle spasms. (B)(6)-2009: the patient presented with pain due to increased activity. The patient reports the pain waking him up and making it difficult to fall asleep. The patient continues to have limited range of motion in his lumbar spine. Diagnoses: I. Failed back lumbar. 2. Chronic low back pain. 3. Muscle spasm. 4. Lower extremity radicular pain. 5. Neuropathic pain. 6. Constipation, controlled. (B)(6)-2009: the patient presented with pain due to increased activity. The patient reports the pain waking him up and making it difficult to fall asleep. The patient continues to have limited range of motion in his lumbar spine. Diagnoses: I. Failed back lumbar. 2. Chronic low back pain. 3. Muscle spasm. 4. Lower extremity radicular pain. 5. Neuropathic pain. 6. Constipation, controlled. (B)(6)-2009: the patient presented and stated his pain symptoms were being controlled. (B)(6)-2009: the patient presented with low back pain and decreased range of motion in his lumbar back. Diagnoses: I. Failed back lumbar. 2. Chronic low back pain. 3. Muscle spasm. 4. Lower extremity radicular pain. 5. Neuropathic pain. 6. Constipation, controlled. (B)(6)-2009: the patient presented with increased stress and decreased range of motion in his lumbar spine. Diagnoses: I. Failed back lumbar. 2. Chronic low back pain. 3. Muscle spasm. 4. Lower extremity radicular pain. 5. Neuropathic pain. 6. Constipation, controlled. (B)(6)-2009: the patient presented with increased low back pain with radiation into both legs. The patient reports his activity level has increased. Diagnoses: I. Failed lumbar spine surgery syndrome. 2. Chronic low back pain. 3. Radicular lower extremity pain. 4. Constipation secondary to opioids. 5. Intermittent muscle spasms. (B)(6)-2009: the patient presented with increased pain due to increased driving habits. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6)-2009: the patient presented with an antalgic gait and decreased range of motion in the spine. (B)(6)-2009: the patient presented with depression due to a death in the family. (B)(6)-2010: it was reported the patient will receive social security disability . (B)(6)-2010: the patient presented stating his pain is under control and excellent. (B)(6)-2010: the patient presented with pain following an incident while vacuuming his car. The patient has an antalgic gait and got a spasm that he claims to get about once a day. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6)-2010: the patient presented with back spasms. The patient reports pulling on a cable that caused a lot of back strain. The patient was seen to be stiff when he gets up initially to walk. Diagnoses: failed lumbar back; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6)-2010: the patient presented with distressing pain. The patient has decreased range of motion of his lumbar spine. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6)-2010: the patient presented with reports of improved symptoms with current medications. The doctor did observe bursts of pain at time that caused the patient to grimace. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6)-2010: the patient presented with increasing low back and upper low back pain as well as pain mostly down in his left leg, but sometimes on the right. The patient has an antalgic gait a decreased range of motion of his lumbar spine in both flexion and extension. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; intermittent muscle spasms; constipation secondary to opioids. (B)(6)-2010: the patient underwent MRI lumbar spine. Impression: post-surgical changes with anterior and posterior fusion at l3-4 level; prominent bony ridge and surrounding crescentic scar tissue at the left l3-4 neural foramina with associated moderate neural foraminal narrowing; small right foraminal focal bulge at l5-s1 level with moderate neural foraminal narrowing. (B)(6)-2010: the patient presented with low back and left leg pain that is debilitating at times. The patient has difficulty sleeping and a bad mood. The patient has decreased range of motion in the spine area that is also tender to touch. Diagnoses: failed lumbar back; chronic low back pain; increased lower extremity radicular pain; intermittent muscle spasm; constipation secondary to opioids; gait disturbance. (B)(6)-2010: the patient presented with left leg pain that radiates to his knees and sometimes down the back of his leg to his heel. The patient also feels he is congested in his abdominal cavity. The patient has decreased range of motion in his spine. Assessment: I. Failed back lumbar. 2. Chronic low back pain. 3. Increased lower extremity radicular pain. 4. Intermittent muscle spasms. 5. Constipation secondary to opioids, well controlled. 6. Gait disturbance. 7. Re-exacerbation of gastric upset. (B)(6)-2010: the patient presented with back pain and weakness in his legs. The patient has decreased range of motion in his spine and his gait is very uneven. Assessment: I. Failed back lumbar. 2. Chronic low back pain. 3. Increased lower extremity radicular pain. 4. Intermittent muscle spasms. 5. Constipation secondary to opioids, well controlled. 6. Gait disturbance. 7. Re-exacerbation of gastric upset. (B)(6)-2010: the patient presented with pain and an uneven gait and is tripping on his right foot and seems to have the beginnings of drop foot with the right foot. Assessment: I. Failed back lumbar. 2. Chronic low back pain. 3. Increased lower extremity radicular pain. 4. Intermittent muscle spasms. 5. Constipation secondary to opioids, well controlled. 6. Gait disturbance. 7. Re-exacerbation of gastric upset. (B)(6)-2011: the patient presented with low back pain, radicular pain to his extremities, and constipation issues that are intermittent. The patient has intermittent muscle spasms and gait disturbance. Assessment: I. Failed back lumbar. 2. Chronic low back pain. 3. Increased lower extremity radicular pain. 4. Intermittent muscle spasms. 5. Constipation secondary to opioids, well controlled. 6. Gait disturbance. 7. Re-exacerbation of gastric upset. (B)(6)-2011: the patient presented with low back pain and neuropathic pain going down both legs with left being worse than right. The patient's range of motion was normal. Diagnoses: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6)-2011: the patient presented with increasing back pain and neuropathic pain going down both legs with left being worse than right. Diagnoses: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6)-2011: the patient presented with low back and leg pain. Diagnoses: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6)-2011: the patient presented with distressing pain. Diagnoses: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6)-2011: the patient presented with increased pain symptoms. Diagnoses: failed back condition; chronic low back pain; depression; anxiety; bipolar disorder. (B)(6)-2011: the patient presented with low back pain that radiates into both legs. The patient reports headaches, upset stomach, numbness and tingling and sleep difficulties. The patient has decreased range of motion in his lumbar spine. Diagnoses: failed back lumbar; chronic low back pain; depression; anxiety; sleep disturbance. (B)(6)-2011: the patient presented with pain in his low back and both legs. The patient has decreased range of motion. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; muscle spasms; depression; anxiety; sleep disturbance. (B)(6)-2011: the patient presented with pain, tingling, and numbness in back and legs. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; muscle spasms; depression; anxiety; sleep disturbance. (B)(6)-2011: the patient presented for a follow-up of medication management. The patient reports low back pain that radiates into his legs. The patient has experienced weight loss and has numbness and tingling in his legs. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; muscle spasms; depression; anxiety; sleep disturbance. (B)(6)-2012: the patient presented with increased pain that radiates into legs. The patient has spams and si joint tenderness. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; muscle spasms; depression; anxiety; sleep disturbance. (B)(6)-2012: the patient presented with pain, constipation, numbness and tingling. The patient has good lumbar flexion but almost no lumbar extension. Diagnoses: failed back lumbar; chronic low back pain; lower extremity radicular pain; muscle spasms; depression; anxiety; sleep disturbance. (B)(6)-2012: the patient presented with pain in low back radiating into lower extremities. Diagnoses: low back pain; failed lumbar spine; muscle spasm; radicular pain, lower extremity; depression; anxiety; insomnia; constipation. (B)(6)-2012: the patient presented with intractable low back pain with increasing symptoms. The patient has numbness and tingling sensation of the lower extremities. The patient tested positive for thc use. The patient claims to have a prescription. Diagnoses: chronic intractable low back pain secondary to ruptured disk at l3-4, status post lumbar fusion with aggravation of his low back injury; chronic pain syndrome; radicular symptoms. (B)(6)-2012: the patient presented for x-rays of the lumbar spine with bending. Impression: at l3-4 there is an intervertebral fusion graft present and fusion of the verterbral elements on the right at this level. There is also suggestion of mild right lateral osseous fusion at l4-5; there is mild reversal of the patient's lumbar lordotic curvature likely indicating mild para-vertebral muscle spasm; slightly demineralized appearance of the osseous structures which may indicate disuse osteopenia. (B)(6)-2012: the patient presented for follow up. MRI from (B)(6)-2010 showed anterior and posterior fusion at l3-4 level. There is prominent bony ridge and surrounding crescentic scar tissue to the left l3-4 neuro foramina with associated moderate neuroforaminal narrowing. There is a small fight foraminal focal bulge at l5-s1 level, with moderate neuroforaminal narrowing. Urine screen was positive for thc. (B)(6)-2012: the patient presented with low back pain that radiates into both legs. Impression: low back pain; failed lumbar spine; radicular pain; depression; anxiety; constipation; anorexia. (B)(6) 2012: the patient underwent surgery to remove bone spur formation at the l4-5 level. On (B)(6) 2012 the patient was noted to have a left foramen with ectopic bone out of annulotomy and the right side had a posterolateral fusion mass growing over facets l4-5 and l2-3. There was a question of subsidence and bone overgrowth around the right l3 nerve root down 10 to 15cm after exiting the foramen. A medial ramus inflammation at l3-4 was also noted. (B)(6)-2012 : the patient presented for MRI of the lumbar spine. Impression: stable lumbar spine; stable l3-4 anterior and posterior fusion. Stable left l3-4 neuroforaminal stenosis. Stable right foraminal l5-s1 protrusionwith mild mass effect upon the s1 nerve root lateral recess. (B)(6)-2012: the patient presented for evaluation and electrodiagnostic studies. An earlier work-up earlier in 2012, revealed significant bone spur formation at the l4-5 level. The patient has been experiencing back pain, leg pain with paresthesia, and muscle spasms. The patient has had fatigue and unintentional weight loss, claudication, abdominal pain, constipation, diarrhea and heartburn, ataxia, headaches. The motor nerve conduction studies were within normal limits and symmetric. Emg studies were normal as well, however, the patient was unable to tolerate emg studies to the lower lumbar paraspinals. Assessment: low back pain; articular bearing surface wear of prosthetic joint; degeneration of lumbar disc; paresthesia; lumbosacral radiculopathy. (B)(6)-2012: the patient presented for follow up after a facet block injection. The patient reports severe pain following the injections. Assessment: low back pain; articular bearing surface wear of prosthetic joint; degeneration of lumbar disc; paresthesia; lumbosacral radiculopathy. (B)(6)-2012: the patient presented with pain in the central low back, worse on the left. The patient's rom is nil in all directions, has sharp pains on the left side with buckling of knees, weakness in hip flexors. Assessment: signs and symptoms are consistent with failed lumbar fusion . (B)(6)-2012: the patient presented with pain that extends up to shoulder blades and down the left leg, his foot drags, and still has spasms in the back. Assessment: signs and symptoms are consistent with failed lumbar fusion. (B)(6)-2012: the patient presented with sore low back and mid thoracic region and muscle spasms. The patient exhibited painful behavior, no rom in all directions, weakness. Palpation was exquisitely sensitive over transverse process at top of surgical incision that is protruding. Lumbar and thoracic muscles are spasming, hypersensitive and hypertonic. Assessment: very sensitive to palpation; degeneration of lumbar disc; low back pain. (B)(6)-2012: the patient presented after getting new medication (soma) and stated it has helped. (B)(6)-2012: the patient presented with back pain. His spasms have subsided, but pain still persists and range of motion is still very limited. The patient has marked tenderness to the left sacral notch with moderate tenderness over the paraspinals and marked tenderness over the l3 spinous process. Assessment: low back pain; articular bearing surface wear of prosthetic joint; degeneration of lumbar disc; paresthesia; lumbosacral radiculopathy.

Manufacturer narrative:
Review of radiographic imaging found as follows: on (B)(6) 2004 abdominal x-rays with chest x-ray shows normal cardiac contours and lung fields. Ap lumbar shows slight apex left scoliosis with apex at l2. Disc spaces are well maintained. Pelvic view shows no evidence of degenerative disease of the si joints, hips or pubis (B)(6) 2005 pa chest x-ray appears normal six views of the lumbar spine show a fusion construct with x-rays taken during inter-operative placement. Pedicle screws span l3/4 bilaterally with contoured (B)(6) 2007 lumbar myelogram/post-myelogram CT scan pedicle screws are seen within the l3 and l4 pedicles. The dye column is not distorted or narrowed net to the l3 body. Abundant metal artifact is seen at the operative level. On (B)(6) 2007 lumbar MRI pedicle screws seen in 2005 have been removed. Fusion across l3/4 is solid. Foraminal narrowing is seen at this level without central stenosis. Axial views support foraminal stenosis on the right at l3/4 although the root appears to exit cleanly. On (B)(6) 2008 chest x-ray appears normal. Multiple rib details are also provided showing no evidence of fracture. Thoracic spine series shows early degenerative disc disease only (B)(6) 2010 lumbar MRI again shows previous fusion at l3/4 with right-sided foraminal stenosis, without central stenosis. The conus is behind l2. Axial views show thickened lamina and pedicle area on the right at l3/4, solid interbody fusion and pedicle screw scars at that level. On (B)(6) 2012 lumbar series shows interbody grafts and peek spacers at l3/4 and posterolateral fusion from l3 to l5. On (B)(6) 2012 lumbar MRI fusion at l3/4 is again seen with pedicle screw scars. Fusion appears solid. Some posterolateral area and int ER-transverse area are thickened and fused. Axial views now appear to show the foramen free of obstruction. On (B)(6) 2013 ap/lat thoracolumbar spine appear to show previous posterolateral fusion from l3-l4-l5, with prominent inter-transverse process bone rods.

Manufacturer narrative:
(B)(4).